Event description:
It is reported that the pt is experiencing a vibrating sensation in his hip.

Manufacturer narrative:
Eval summary: primary operative notes were returned for review, which were unremarkable. No office notes are available to document the vibrating sensation. Pt info or medical history is unk. Mfg documentation was reviewed and found to be within specifications at the time of manufacture. A root cause cannot be determined. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.